Event description:
Patient had a flowonix catheter and pump and the md switched the pump to medtronic and left the flowonix catheter in. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).